Manufacturer narrative:
The reported meter was returned and investigated with retained test strips.the complaint was not confirmed and no new issues were observed. All results were within the range specification. Additionally, the reported readings were found in the device's internal memory log within 10 minutes. Note: the reported lot number are freestyle test strips. Freestyle test strips are not compatible with freestyle freedom lite meters. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1453144) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 90 mg/dl and 385 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.